Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that there was an emergency room visit for their high blood glucose levels. Customer stated that she has gastroparesis and it causes her blood glucose levels to swing. Customer stated that her gastroparesis pills were not working correctly causing the issue. Customer's blood glucose levels at the time of emergency room visit was 200 mg/dl. Customer was wearing the pump at the time of emergency room visit. Customer declined to troubleshoot. Product is not being returned or replaced.